Manufacturer narrative:
Date of report : 04jun2019, date rec¿d by MFR :27apr2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The screen was partially unresponsive. The fse replaced the touchscreen; however, the replacement touchscreen did not work. The fse checked the connections and calibrated the screen. The old touchscreen was placed back in the unit and it responded to touch. A new touchscreen was ordered. The fse replaced the touchscreen and the issue was resolved. The unit passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23april2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the customer had difficulty calibrating the unit's touchscreen, some of the buttons would not work and the cursor deviated from where the screen was touched. The device was in use at the time of the event; however, there was no patient harm. Event date not specified; estimate used.